Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that during a routine follow-up, the battery of this implantable cardioverter defibrillator (ICD) was observed to have been depleted due to an extended charge time. The ICD could also not be interrogated. At this time no intervention has been performed and the ICD remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Analysis still determined this device met specification.

Event description:
Boston scientific received additional information from the field which indicated the color of the device was abnormal when it was explanted from the patient.

Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received additional information that surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was able to be interrogated with a programmer three times with no issue. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Despite multiple requests, this implantable cardioverter defibrillator (ICD) was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.